Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for a procedure. The console was constantly showing fluctuating rpms and would not respond the same with the burr outside the patient. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the rotapro console serial number (B)(6) was returned. The complaint was not confirmed. The console was returned in overall good physical condition. The console passed automated calibration. The rotapro was fully functional. The console passed final testing using the installed older firmware. Updated to new version of firmware and passed calibration and full functional final testing.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for a procedure. The console was constantly showing fluctuating rpms and would not respond the same with the burr outside the patient. The procedure was not completed due to this event. There were no patient complications reported.